Event description:
The customer reported that her blood glucose has dropped below 45mg/dl. The customer stated that a few months ago a reservoir leaked insulin inside the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.